Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Customer stated that retainer ring was broken and reservoir able to lock in place when inserted into insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with no physical damage to the reservoir tube retainer noted. The p-cap locks properly into place.